Event description:
The physician reported that during the implant attempt of the subject pacemaker, capture and pacing failure were evident. Remeasurement of the associated leads with a psa did not reveal any irregularity. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during the implant attempt of the subject pacemaker, capture and pacing failure were evident. Remeasurement of the associated leads with a psa did not reveal any irregularity. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.